Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed and not detected on the communication bus. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 1/1 and 1/2 had failed due to a damaged bus cable. A field service engineer replaced the bus cable, ran diagnostics and cleaned the unit to resolve the issue. The system functioned as intended after the field service engineer repaired the device.